Event description:
Patient presented to the physician with pain in the neck radiating to the back of the right ear. The pain reportedly worsened when chewing, swallowing, and speaking. Physician suspected that releasing the stimulation lead anchor tension from the digastric tendon might alleviate the pain. Physician brought the patient into the or, removed the suture securing the stimulation lead anchor to the digastric tendon, removed the suture connecting the submandibular gland to the digastric tendon, excised scar tissue, administered steroid injections, and closed the incision. Postoperative antibiotics were prescribed following completion of the procedure.